Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4); device was not returned for evaluation. The following information was requested, but unavailable: what structure was the gray cartridge used on (what part of procedure)? How long post-op was the leak detected? How was the leak detected? What was the staple formation like at the leak site? What is the current patient status?

Event description:
It was reported that after an open gastric bypass procedure, a leak was detected post-op. A stent was placed and the leak was noted to be just above level of stent and just below gastroesophageal junction. The rep said blue and gray reloads used on initial case. The patient status is unknown at this time. Device discarded from initial procedure.